Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter was not able to connect to a controller. The controller ac adapter (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed since the device was not returned and no supporting evidence was provided. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to connect to a controller can be attributed, but not limited to, a damaged output connector due to the handling of the controller ac adapter. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient tried to connect the ac adapter to the controller, but it was impossible to connect due to a damaged connector. The device was exchanged without patient consequences.